Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14 aug 2020, serial#: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 06 aug 2019. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 19 feb 2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) poor sensing was observed, the r wave was out of the acceptable range and was dropping. It was also noted the delivery system mechanism was suspected to be faulty. Difficulty was encountered when trying to recapture the device and the tether was loose, with the device "bouncing" even though the outside tether was pulled back to the max and locked. The ipg and delivery system were removed the leadless ipg was not used. A replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.